Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed and the customer reported complaint was confirmed and replicated. No related errors were found in artemis. Upon visual inspection there is no issue found that would relate to the complaint. The unit was installed onto the golden system. Upon powering on the system, the hrsv monitor did not display any image, completely black out. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the failure of hrsv monitor is the root cause.

Event description:
It was reported that the left high resolution stereo viewer (hrsv) was not showing any image. There were no reports of patient involvement. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.